Manufacturer narrative:
Submit date: 2/7/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the tray has only nine each instead of ten each.

Manufacturer narrative:
A formal corrective/preventative action (CAPA) was implemented for miscounts of the vistec element sponge product family. The following implementations were put into place to reduce the non-conformance. Inspection standards were updated to tighten miscount criteria for banded vistec sponges. Test method validations were performed for the scale resolution changes. Measurement systems analysis (msa)s were performed for the scale resolution change. Scales were validated per validation procedure. Scale set up and change procedure was updated. Standard work was updated. Engineering study was performed for the band gap of the vistec sponge bundles. If information is provided in the future, a supplemental report will be issued.